Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass, the white tissue pad fell off, and it is not in the patient (though not 100% sure). It is unknown where the tissue pad was located. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. No additional information is available.